Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks. The patient had developed twiddler's syndrome. The lead dislodged and was and replaced.